Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the sensor had inaccurate readings causing the insulin pump to go into threshold suspend it was stated that the sensor glucose was reading 73, but the customer's blood glucose level was 195 mg/dl at the time of the incident. They calibrated at 195 mg/dl and a few minutes later it went back to threshold suspend because the sensor was reading 68. Most resent blood glucose level was 181 mg/dl. Troubleshooting was performed and it was advised to restart the sensor and calibrate when blood glucose is between 100 and 150 mg/dl and to change the sensor if sensor does not respond. The sensor will not be returned for analysis.